Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer's blood glucose level was 390 mg/dl. The customer administered manual insulin injections for correction. Additionally, the customer has been using manual insulin injections. During the call with tandem technical support, the customer was able to load a new cartridge successfully.